Manufacturer narrative:
Unused IV sets from the same lot# are being sent to the contract supplier for investigation. A quality alert email has been sent to the contract supplier on 12/27/2016.

Event description:
The customer reported they had three (3) IV sets with issues of secondary bag back-flowing into the primary bag. No patients were injured or harmed.

Manufacturer narrative:
On 12/19/2016, the customer sent in IV sets to zyno medical with incorrect model number. On 03/30/2017, the customer sent in IV sets with incorrect lot number. The actual failed IV set was discarded by the customer. Zyno medical was not able to perform any investigation with no samples provided. The quality /management performed the final review of the complaint package on 05/09/2017 and the complaint was closed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2016-00176).